Event description:
A 3.75mm diameter x 21mm length nc sprinter rx balloon dilatation catheter was used in a patient for post-dilatation of two other manufacturer stents deployed in the rca. However, it was reported that the balloon of relevant device ruptured on third inflation at 16 atms and detached from the shaft of the catheter remaining in the coronary artery. Forceps were used in an attempt to retrieve the balloon from the patient body; however, it could not be retrieved. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
Calcification and stenosis. Evaluation summary: medtronic has received the relevant stent and its analysis has been completed. The hypotube was kinked 22cm and 49cm distal to the strain relief. There was 4.3cm of inner shaft exposed distal to the balloon detachment site. There was 4.0mm of blue tubing material remaining distal to the tip attach bond. The blue tip tubing was kinked immediately distal to the tip attach bond. Both marker bands were present on the device. (B) (4).